Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned low results for 8 patients tested for troponin t hs stat (high sensitive short turn around time) troponin t hs stat. The results for 1 patient were erroneous and reported outside of the laboratory. Results were also provided for 7 additional patients. The low results for these patients were thought to be incorrect based on the clinical picture of each patient. See the attachment to the medwatch for the results for these additional patients. The initial troponin t hs stat result for patient 1 was 13 ng/l. Since this result was not consistent with their previous result of 331 ng/l, the sample was repeated. The repeat result was 360 ng/l. No adverse event occurred. The troponin t hs stat reagent lot number was 187548. The expiration date was not provided. The field service engineer visited the customer site. A gel like substance was identified on the lid of the reagent. He suspected leakage in the sample probe. Seals and tubings were changed. Pinch valve tubings were replaced and liquid level detection was adjusted. Since the service visit, the customer has not complained of any new issues.